Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a random packaged bd device was found on a pallet. The packaged bd device was found in between boxes of different bd micro fine¿ needle(s) boxes. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned photos of a bd 10ml control syringe with shipping cartons of pen needles from lot # 6286875. Customer states that the foreign syringe was located on the pallet between several stacked packers of the correct material. These products likely would not have been mixed during manufacturing as these products are manufactured and packaged in different locations. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is undetermined as these products likely would not have been mixed during manufacturing as these products are manufactured and packaged in different locations.